Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. Her blood glucose was 500 mg/dl. She treated with her old pump. Her last and current blood glucose is 215 mg/dl. The customer stated that she felt nauseated, abdominal pain and a dry mouth. She said that she felt okay to troubleshoot. Troubleshooting for high blood glucose was performed. She declined to check for the presence of leaks or air bubbles in the tubing/reservoir. They do not want to troubleshoot because they said that they have already changed their set. The insulin pump will not be returning for analysis.